Event description:
Info received from our (B)(4) affiliate. The pt contacted our affiliate and reported that a friend who worked at an eye clinic gave the pt some 1-day acuvue trueye lenses. The power and base curve of the pt and the pt's friend are reportedly the same. The pt did not have a prescription for 1-day trueye lenses. The date the pt received the lenses was not provided. The pt consulted an eye care professional (ecp) on (B)(6)2010 complaining of pain os and the pt said he/she was diagnosed with keratitis os and was prescribed medication; the name of the medication is unk. On (B)(6)2010 the pt returned to the ecp as instructed, the pt's os recovered and the pt was allowed to resume cl wear on (B)(6)2010. On (B)(6)2010, the pt was found to have a corneal ulcer od. The pt reported that he/she was prescribed several different eye drops, but the pt did not know the names of the medications. The pt returned to the clinic almost every day form (B)(6)2010 through (B)(6)2010. The pt then went on holiday and was instructed to discontinue contact lens wear and return to the clinic. The pt did not return to the clinic. On (B)(6)2010 our (B)(4) affiliate contacted the treating ecp about this event. The ecp told us that he/she does not prescribe 1-day acuvue trueye lenses and when the pt consulted the ecp, the pt did not report anything about the contact lenses the pt wore. The ecp refused to release the pt's medical info. Our (B)(4) affiliate reported they are unable to obtain any further info. Due to the frequency of follow-up visits reported by the pt, this event is being reported as worse case. Neither the lenses nor the lot number of the lenses was available from the pt. If additional info is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device not returned. No eval will be performed.